Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a small effusion and chest pain. It was also noted that the right ventricular (rv) lead had dislodged. The rv was revised. After revision of the lead, noise and sensing issue was noted on the implantable pulse generator (ipg) after being put back into the pocket. The ipg was reprogrammed which resolved the issue. No further patient complications have been reported as a result of this event.